Event description:
An optometrist reported that two weeks follow bilateral lasik surgery, the pt presented with cystic epithelial ingrowth in both eyes. The corneal flap was lifted and rinsed to treat the event. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).